Manufacturer narrative:
Patient city: (B)(6) patient country: canada

Event description:
Reference number (B)(4). Event occurred in canada it was reported the patient experienced low bg on (B)(6) 2026 carbs are used for treatment of low bg. No further information available.